Event description:
A harmonic hand piece was being used during a laparoscopic liver biopsy. The hand piece seemed to sound different than normal and it did not seem to work properly per the physician's opinion. It was noted that the rubber guard on the tip was loose so the staff pulled the hand piece out of the patient. When the staff felt the tip, it was extremely hot and the rubber tip fell off in the staff member's hand. The staff opened a new hand piece and had the exact same malfunctioning result. A third hand piece was needed and the nurse needed to make sure the lot numbers were different from the previous two hand pieces. The third hand piece worked without incident. The packaging and rubber tips and hand pieces from the first two hand pieces were saved and turned into the general surgery team leaders. The company has the defective hand pieces and packaging and we are just waiting to hear what they find upon their investigation/evaluation.